Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the analyzer and did not determine a cause. He ran system volume checks, photomultiplier high voltage checks, performance testing, and blank cell calibrated which were all acceptable. The analyzer alarm trace did not contain a conspicuous event. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results from the cobas e411 rack analyzer. The initial result was 5 pg/ml accompanied by a data flag. The repeat result was 119.7 pg/ml and was believed to be correct.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.